Manufacturer narrative:
Lot review: a review of lot# 3279179 showed that (B)(4) units were manufactured, tested, inspected and released in july of 2016 citing no anomalies. Not returned.

Event description:
Complaint received regarding several 42646-06, transpac IV monitoring kit, suspect lot#s 3279719 (mfd. 07/16). Draw back on safeset and instead of getting blood device is filling up with air. There is reported delays in critical therapies. No adverse patient consequences reported.